Event description:
A surgeon reported a pt had uncomplicated cataract extraction and intraocular lens (iol) implant surgery in 2007. Approx one month following surgery, the pt developed a type of torpid uveitis (capsular contraction/fibrosis). The pt was treated for two months with ophthalmic drops and was reported to be doing fine. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested.